Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The common failure alarm was identified during functional testing as an f-38 (malfunction in tube misloading detection circuitry) alarm. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a common failure alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: the date for the initial emdr submission should have been 02/22/2017. Should additional relevant information become available, a supplemental report will be submitted.